Manufacturer narrative:
The patient has a medical history of hypertension, diabetes , stroke, atrial fibrillation, previous mi. The index procedure was prompted by mi. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
During the staged procedure, two resolute onyx des were implanted in the lad. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the mi did not involve the target vessel. Cec adjudicated mi as a q wave mi (target vessel) 3rd udmi spontaneous in the lad. Cec adjudicated revascularisation as a tvr percutaneous intervention, not involving the target lesion that was clinically driven. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the rca. During a staged procedure two resolute onyx stents were implanted- one into the lad and one into the rca. Approx 1.5 months post index procedure and two weeks post staged procedure, the patient suffered a mi. The patient was treated with medication. The investigator assessed the event as not related to the index device or anti-platelet medication. The patient recovered.